Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual examination with magnification identified a circumferential fracture in the glass fiber tip distal to the bevel edge. Some scorching and detritus was noted on the metal cap, which is evidence of tissue contact. The device was tested with a hene (helium-neon) fixture and the aim beam was noted in both the output window and the distal tip. Distal fractures have the potential to cause forward firing. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause circumferential fractures. The instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use. Therefore, the investigation is assigned a probable cause code of unintended use error caused or contributed to event, which indicates the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure a message appeared on the screen of the device stating the footswitch had malfunctioned. This caused the fiber to stop working after 105623 joules of use. The fiber was replaced and everything was working fine. There were no patient complications related to this event and the patient was doing fine following the procedure. Analysis of the returned device identified that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.